Event description:
It was reported that there were concerns this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and stated that there does appear to be loc. The clinician will determine what the following steps will be. The lead remains in use. No adverse patient effects were reported.